Event description:
We have purchased and just received a bedwetting alarm from malem. It came new and we just powered it up by inserting batteries. For some unknown reason, the alarm starts getting warm as soon as batteries are installed. In addition, we noticed that the alarm has a rattle sound in it like something is stuck. The alarm keeps getting warmer and warmer till it gets very hot. We are not sure if it should keep operating like that as it may be a serious defect with the alarm. It will be operated by a child at night and this does not appear to be a safe system.